Event description:
It was reported that the user¿s ilet generated multiple alerts to restart associated with consecutive stalled motor, after which the device stopped delivering meal boluses; the user restarted the device repeatedly without resolution and switched to back-up subcutaneous insulin therapy while a replacement was dispatched. Symptoms included hyperglycemia with a reported peak blood glucose of 240 mg/dl and no other acute effects. Outcomes included transient elevated blood glucose that resolved in less than an hour without medical intervention or ketone testing. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.